Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image noise was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use in a therapeutic laminectomy procedure, image noise occurred during angulation but returned on the endoeye flex deflectable videoscope while being used with the visera elite. The intended procedure was completed successfully with a similar device. A three-minute delay was reported due to the switch of devices. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that screen noise occurred during device angle manipulation. This report is to capture the reportable malfunction of the screen noise noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation, including: halation in the image; stress applied to the imaging cable due to repeated angle operations and the internal imaging cable; the distal sheath adhesive part was missing; stains on switches 1, 2, and 3 that were difficult to remove; dirt that was difficult to remove with the universal cord due to handling; and scratches found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.